Event description:
Prior to advancing a coronary stent with delivery system to the target lesion site in the pt's right coronary artery, the physician had prematurely retracted the protective sheath. When the stent delivery system had reached the area of the ascending aorta, but prior to crossing the lesion, the physician began to experience difficulty with ancillary devices and, it is reported that the stent became dislodged from the balloon catheter. The coronary stent with delivery system was removed and a snare device was introduced for an attempted retrieval of the dislodged stent. The retrieval was unsuccessful and the stent was lost in the femoral artery. No pt complications relative to this procedure were reported.